Event description:
It was reported that during interrogation, telemetry was lost and measured data could not be obtained. The measured battery data in may 2006 was 2.65 v and 2.68 v in november 2006. The patient's condition was good after the event.